Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing using known good batteries and known good pads without duplicating the report. The device was recertified and returned to the customer. The batteries used were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.